Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that last night their blood glucose dropped low and had a continuous glucose monitoring system too and continuous glucose monitoring system stated it dropped to 20 mg/dl and meter stated it was 45 mg/dl. Customer drank orange juice and was given some cookies and pop tart. Customer has been experiencing low blood glucose since last night. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer took her insulin pump off before she set her alarm on her phone for 2 hours it was a 231 mg/dl but after that when she checked it was 65 mg/dl at 12:29 am 27 mg/dl. Customer believed insulin pump was over delivering. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.